Event description:
Independent repair center: customer alleged alarming/red light and the key failure was not found. Provider states unit did not alarm, could not duplicate customers complaint, repaired numerous leaks within unit, no new parts needed.